Manufacturer narrative:
The customer will not be sending product back.

Event description:
The user facility reported that the device's battery pack was cut to be disposed of after being used in a procedure and the batteries exploded. There was no patient involvement, no delay, no medical intervention and no adverse consequences.